Manufacturer narrative:
The device has not been received for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.